Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced poor vision. The clinical reason was qualitative poor vision. The iol was explanted in a secondary procedure and replaced with monofocal iol. Additional information has been requested and received stated that other company replacement lens was used. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).